Event description:
It was reported through the (B)(4) post market clinical trial that there were increased pacing thresholds and a decrease in lead impedance in the right ventricular (rv) lead. The pacing output in the rv lead was increased via device reprogramming. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.